Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as bleeding from digging into their skin. The patient¿s physician advised to temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.